Event description:
The customer reported the system displayed a charger failed error message. This error message will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A power cap module connection was repaired. The system was then found to be operating as intended.